Event description:
It was reported that during the implant procedure a guidewire was unable to smoothly pass through the tip of the left ventricular (lv) lead. Multiple guidewires were attempted without success. A new lead was used, and the guidewires were able to pass through without issue. The first lv lead was not implanted. The lead was returned to the manufacturer for analysis and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The tip seal was dislodged. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A test 0.014 guidewire was unable to be backloaded in the lead due to the distal seal in the distal tip nose of the lead was dislodged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.